Event description:
The ventilator was return to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to power on was observed. The device's power management board was replaced to address the issue.